Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt the reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below above the renal veins." "Filter tilt: yes." "Filter penetration: yes." "Impressions: the filter is tilted left anterior with its proximal cone against the ivc wall. Axial image 32. The anterior right strut penetrates 9 mm through the ivc wall. Coronal image 40. The anterior left strut penetrates 5 mm through the ivc wall. Coronal image 41. The posterior right strut penetrates 10 mm through the ivc wall. Coronal image 35. The posterior left strut penetrates 9 mm through the ivc wall. Coronal image 37. The anterior right arm strut penetrates 8 mm through the ivc wall. Coronal image 39."

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging vena cava perforation. Patient further alleges severe pain in right shoulder and upper arm and abdominal pain. Report from computerized tomography (CT): "there is an ivc filter with the proximal tip distal to the origin of renal veins. There are four legs of the ivc filter which appeared outside the outline of the inferior vena cava at the 1 o'clock, 4 o'clock, 8 o'clock, and 10 o'clock positions." "Ivc filter with four legs of the cava filter outside the outline of the inferior vena cava and the proximal tip in the inferior vena cava terminates caudal to the origin of the renal veins. 3. Mild prominence of the size of the right atrium is incidentally noted on limited."

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: vena cava (vc) perforation, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."